Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs indicated the complaint intake is consistent with the complaint date. The logs indicated, -piston blocked (w/ 38% range remaining), wizard for purge fluid not detected, and that several attempts at wizard for purge fluid not detected due to no resolution. Additionally, several attempts to remove and reinsert the purge cassette with no resolution to purge fluid not detected. The real time logs from the event were reviewed, showing valid purge flow ticks, with no pressure build up. The returned console purge assembly was visually and physically inspected with no issues found. The console was run through a case start wizard with no issues found. The console was then tested on an engineering bench with a pump and purge setup, and ran for an extended period of time, with no issues occurring. In an attempt to reproduce the scenario that occurred in the field, tests were done after the successful period of time running the pump and purge: test 1: kink/obstruct the inlet purge line to the purge cassette, in order to attempt to reproduce the "purge fluid not detected" wizard to occur during case start: no issues found; console behaved as expected progressing through case start without issue. Test 2: kink/ obstruct the outlet of the purge line from the purge cassette to the purge disc, in order to simulate a cassette piston block: no issues found, likely due to not enough clamping force to completely stop purge pressure fluid. Unlikely to present itself in the field. Test 3: opening luers during priming operation: produces purge fluid not detected however staff reported checking the purge bag, line and cassette multiple times during case start. The cause of the purge fluid not detected alarm is undetermined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The clinical consultant reported that the automated impella controller (aic) experienced ¿fluid purge not detected¿ alarm. The purge bag and cassette were changed multiple times and after repeated alarms during purge cassette priming a new aic was utilized. There were no issues with new aic when using the same purge cassettes and purge bags. There was no patient harm reported.